Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the buttons of their device would work intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the buttons of their device would work intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the front case, the printer keypad, the main keypad, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The removed printer keypad and main keypad were further evaluated at the product assessment center (pac). It was confirmed that the printer keypad was not working, the main keypad passed the button test. The root cause of the reported issue is determined to be isolated to a faulty printer keypad.